Manufacturer narrative:
The reported events of failure to advance guidewire and ¿it looked like there was a black piece of material at the tip of the lead¿ were confirmed. As received, a complete lead was returned. Visual examination found the inner coil was clogged with body fluids and fibrous material at the distal tip of the lead consistent with introduced at the time of procedure. Unable to perform guidewire insertion/removal test due to the inner coil clogged with body fluids and fibrous material at the distal tip of the lead. The cause of the reported event was isolated to the inner coil clogged with body fluids and fibrous material consistent with introduced at the time of procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to advance into the left ventricular (lv) lead. After the guidewire was removed, an unidentified material was noted at the tip of the lv lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.